Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed and unable to recover. A field service engineer cleaned the plug end of the wire harness, identified a loose hasp, and removed and replaced the hasp, adjusted the refrigerator door to ensure proper alignment, then ran diagnostics and confirmed that all tests passed, opened and closed the door multiple times to verify correct operation. The customer inventoried the medications stored in the refrigerator, and no issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a remote manager failure occurred. The affected storage space failed and could not be recovered. The customer attempted to restart the station; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.